Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event to 59 mg/dl during the night after preceding elevated readings, which was addressed with 30 grams of carbohydrates, and the user reported no ongoing issues. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management without external assistance or medical intervention and no hospitalization. Investigation included troubleshooting and education regarding potential causes of nocturnal hypoglycemia and guidance on prevention strategies, including whether to pause the ilet during lows. Investigation of this case revealed an unclear cause of hypoglycemia with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.